Event description:
The technician alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail center arm was broken at the bottom. The technician stated the bed will be scrapped.